Event description:
The contact stated that the customer opened a new carton of test strips and one of the bottles inside the carton was open. The customer did not use any of the test strips from the opened bottle, so no adverse events were alleged. The opened bottle of test strips was to be returned, as exposure to moisture can cause high test results.